Event description:
The device was not able to be interrogated with a orchestra programmer whereas the interrogation worked with orchestra +.

Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. (B) (4)